Event description:
Customer reported a communication error. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call, will contract through a 3rd party for repair. This MDR is related to ge healthcare complaint number.